Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI; upn: m365db12160; model: db-1216; batch/serial: (B)(6). Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; batch/serial: (B)(6). Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; batch/serial: (B)(6). Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; batch/serial: (B)(6). Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; batch/serial: (B)(6). Product family: dbs-extension; upn: m365db312855b0; model: db-3128-55b; batch/serial: (B)(6). Product family: dbs-extension; upn: m365db312855b0; model: db-3128-55b; batch/serial: (B)(6). Product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; batch: 33133630. Product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; batch: 33572843.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced redness and swelling near their incision site. It was assessed that the patient had developed an infection at the incision site. The patient underwent a full system explant, was administered medication, and is doing well postoperatively. The medical facility discarded the devices.